Event description:
It was reported that during service repair, the cardiosave intra-aortic balloon pump (iabp) had a broken helium tank valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional fields: e1 (event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken helium tank valve knob. No patient involvement. A getinge field service engineer evaluated the unit and found helium tank valve knob was damaged. In order to fix the issue fse replaced helium tank valve knob . Full pm, calibration, safety, and functionality checks were completed per the service manual on pm so# (B)(4). All checks passed factory specifications and all measurement details are available on pm so# (B)(4). Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.

Event description:
N/a.